Event description:
Spectrum iq IV pump use for covid-19 under emergency use authorization (eua): the pump was discovered during rounding for faulty IV pump equipment by ICU charge nurse. The pump is on the basic mode while infusing to the patient, an upstream occlusion sign alarm indication was turned off. We have never seen this type of message before on the pump. Patient outcome- no harm to patient. FDA safety report ID# (B)(4).